Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 1 event for the failure: free or unrestricted flow. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition 1 device: product not received. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.